Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after firing during a laparoscopic appendectomy, a small little white plastic from reload underside fell into the situs, and part was retrieved completely by a grasper. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three photos and one device. The cartridge of the single use loading unit (sulu) was partially disengaged from the channel. In addition, three knobs on the posterior side of the disengaged cartridge of the sulu were broken. A review of the device history record indicates the product was released meeting all quality release specifications. Replication of the observed damage to the sulu may occur if the cartridge of the sulu is subjected to excessive force when attempting to unload the device. The release button at the distal end of the instrument should be utilized for proper removal of the sulu. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.